Event description:
The company was informed that the patient developed an infection. Skin irritation from headpiece use was observed. The surgeon cleaned the area of infection and exised the necrotic tissue in 2008. The device remained implanted. The pt was treated with antibiotics (type unknown) for 10 days. The pt continues to be monitored by the center.